Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received on 04/07/2010. This report was mailed to FDA on: 05/03/2010. (B)(4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is four of thirty nine. This is a bilateral event and this report is for the right eye.